Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump time intermittently became inaccurate. Customer experienced a low blood glucose (bg) level of 50 mg/dl due to the change of time. Customer required assistance addressing bg level with orange juice and soda. Reportedly, the customer reverted to an alternate method of insulin therapy.